Event description:
It was reported upon removing the lead cap, the tension placed on the # 3 contact of the left lead was too great and compromised the insulation between the #2 and #3 contact on the proximal end of the lead. Great care was taken during the tunneling process. A boot was used to cover the lead cap in hopes of alleviating the strain placed on the lead cap, specifically, the contact that has the only set screw tightened. The right brain lead was not compromised. Both leads were tunneled to the right side to prep for a right neurostimulator placement. Intra-operative impedances were tested. A bipolar combination using the #0 and #3 electrodes had impedances of 3100 ohms. All unipolar settings using the left brain electrode were acceptable. The outcome was not known at the time of the report. Additional information has been requested from the hcp, but was not available as of the date of this report.